Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 513 mg/dl at the time of the incident. Customer stated that she was able to rewind the pump. Customer stated that the motor error alarm has not occurred more than once in the last 30 days. Customer stated that the alarm occurred during a bolus delivery. Customer stated that the pump passed the displacement test and self test. Customer stated that the motor error did not occur during priming during troubleshooting. Customer was advised that the alarm may have been related to a site issue. Customer was advised to do a complete set change. Customer was advised to monitor the pump.